Event description:
Treatment of a carotid cave aneurysm measuring 10mm. During the pipeline deployment, it was reported that the pushwire broke and the pipeline required some manipulation to release from the capture coil. The pushwire distal tip was retrieved with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire has not been returned for evaluation. (B)(4).